Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. After cannulation was performed, a 6.0mmx18mmx150cm express sd stent was delivered but got dislodged inside the guiding sheath. The guiding sheath was removed together with the dislodged stent without any remnants remained inside the patients body. The procedure was completed with another of the same device. There were no patient injury reported. It was further reported that the stent dislodged from the proximal side of the balloon.

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. After cannulation was performed, a 6.0mmx18mmx150cm express sd stent was delivered but got dislodged inside the guiding sheath. The guiding sheath was removed together with the dislodged stent without any remnants remained inside the patients body. The procedure was completed with another of the same device. There were no patient injury reported.